Manufacturer narrative:
Additional information was provided in sections d9, h3, h.6 and h.11. The company representative was able to confirm the reported event. The representative was able to perform an alignment to address the issue. The system was tested and found to meet product specifications. How or why this system became out of alignment cannot be conclusively determined at this time. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. Ther were no relevant contributing factors identified. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to laser misalignment. How or why this system became out of alignment cannot be conclusively determined at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating system exhibited low laser output. Procedure details and patient impact were not reported. Additional information has been requested and none received till date.